Event description:
It was reported that the patient had several no external power alarms on the history of the system controller dating back to (B)(6) 2025. There was a 34 minute no external power alarm followed by a driveline disconnect alarm around 22:00 on (B)(6) 2025. The driveline appeared to be disconnected for 11 minutes. The event log file captured several instances of low voltage/no external power while using the mobile power unit (mpu). These occurred on (B)(6) 2025 at 01:48, (B)(6) 2025 at 23:00 and again (B)(6) 2025 at 23:01 and 23:08. It appeared that the mpu lost total power which enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. A couple of these instances lasted a couple minutes with no interruption in pump support. There was also some no external power events on (B)(6) 2025 at 22:27 from what appeared to be disconnecting both power leads when changing from battery power to the mpu. On (B)(6) 2025 at 22:06, there were no external power events noted from what looked like both power leads disconnected until 22:40 when the driveline showed disconnected as well. The driveline reconnected at 22:51 and resumed operation. It appeared the ventricular assist device was off for around 11 minutes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnection and pump stop; however, a specific cause for this event could not be conclusively determined through this investigation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log file captured on (B)(6) 2025 a no external power alarm due to both power cables being disconnected followed by a driveline disconnection at 22:40:40. The driveline was reconnected approximately 11 minutes later; however, due to both power cables being disconnected, the pump did not restart. Once both power cables were connected to the mobile power unit the system restarted, and all alarms cleared. Additional no external power alarms were also captured on (B)(6) 2025 and (B)(6) 2025. The no external power alarms are addressed in the mobile power unit and controller investigations (B)(4). No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing until (B)(6) 2025 when they expired due to an unknown cause. See MFR#: 2916596-2025-03076. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 of the IFU, ¿patient care and management¿ (under ¿postoperative patient care¿) explains that if the pump loses external power, it may stop. If the pump stops, then the pump will not re-start unless external power is applied to the system controller. No further information was provided. The manufacturer is closing the file on this event.